Event description:
It was reported that prior to an MRI procedure,an episode of non-sustained r wave over-sensing due to post-paced t wave over-sensing was noted on the device. No intervention was made at this time.